Event description:
It was reported that the IV tubing set had a hole in the bottom portion of the silicone segment that caused approximately one-half of the zosyn antibiotic IV fluids to leak during use on an adult patient. It was noted that the tubing set had been in use prior to this infusion without difficulty. A new antibiotic IV solution was obtained from the pharmacy and a new tubing set was used and the patient successfully received the medication. The customer states that there was no harm caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of tubing set with hole in silicone segment that leaked was confirmed. Visual inspection of the set received it was observed immediately that the silicone segment had a pin hole near the lower fitment. Visual examination under microscope noted no crush marks to the upper or lower blue fitment. No other anomalies were noted during visual inspection. Functional testing was performed by attaching the set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was immediately observed coming out from the silicone tubing near the lower fitment. The root cause of the pin hole could not be definitively determined,

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the IV tubing set had a hole in the bottom portion of the silicone segment that caused approximately one-half of the zosyn antibiotic IV fluids to leak. It was noted that the tubing set had been in use prior to this infusion without difficulty. A new antibiotic IV solution was obtained from the pharmacy and a new tubing set was used.